Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the defective syringe is being held in the department. Clinical consequences: none. Precautionary measures and actions taken: use of a different syringe." Additional information received on may 21, 2026, indicated that "the patient was under anesthesia, and the procedure was able to continue without awaking the patient after the incident occurred. A deflux metal needle was used. Indication for use: vesicoureteral reflux (vur) in an adult patient. The base of the syringe broke when pushing to inject. No injuries or adverse events resulting from this incident."